Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the plunger being pushed to the incorrect location with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the plunger being pushed to the incorrect location with the incident lot was observed. Evaluation of the retain samples was also conducted and the issue was not observed root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd preset¿ arterial blood collection syringe was found with the plug stopper at the zero scale mark. There was no report of exposure, serious injury or medical intervention.